Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that the physician was planning to replace the pump on saturday, (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient reported seeing a "8035" code on their personal therapy manager (ptm). Technical services reviewed that this was not a known code for this ptm. Discussed that the patient may have seen the "splash screen" which shows 8835 and may indicate a need for patient to replace batteries. Additional information was received from the rep. It was confirmed the patient was using an 8835 myptm but the serial number was not known. It was indicated the patient contacted their physician to inform them that the "8035" code was on their printer at home. However, it was indicated the issue was still unresolved as the physician had not been able to interrogate the patient's pump. Additional information was received from the company representative (rep) who reported that the code was a mistake on the patient's side. The rep reported that the issue is unresolved as the physician was still unable to communicate with the pump. The physician has notified the patient that they will be replacing the pump on (B)(6) 2021.